Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 18 mg/dl. Customer went to the emergency room (ER) and upon arrival at ER, bg level was 44 mg/dl. Dextrose was administered and x-rays were taken. Bg elevated to 200 mg/dl and customer was fatigued, lethargic, and was admitted to the hospital. Minimal amounts of insulin were administered and blood panel was taken. Cause of the low bg was unknown, as customer stated that the pump was functioning normally. Customer was discharged the next day with low bg resolved. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user and continuous glucose monitor was not in use on (B)(6)/2018. There were no erratic basal rate adjustments or bolus requests. Cartridge change sequence was completed on (B)(6)2018. The user primed 60.4 units of insulin through the tubing during the fill tubing step. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.